Event description:
The (B)(4) complaint handling unit reported that the thread broke off. The plate of the distracter was pre bent before surgical operation and the mobility of the distracter was tested. The plate was bent to anatomical shape and when the surgeon tried to check the mobility of the extension, he felt resistance. He continued to extend it and the resistance disappeared. After this he tried to contract and the resistance returned. As the distracter did not work with the driver, the surgeon removed the screws and attempted to contract the distractor manually and in so doing the shaft broke.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.